Event description:
The customer reports that during the procedure the guide doubles.

Manufacturer narrative:
Qn# (B)(4). The customer returned a guide wire assembly and lidstock for evaluation. The assembly was missing the cap and straightener tube. The guide wire was observed to have a one distinct kink towards the proximal end of the guide wire body. The distal j-bend was misshapen intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 585mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The undamaged portions of the guide wire was advanced an inventory ars and introducer needle to functionally check the guide wire. The guide wire passed through both components with minimum resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked towards the proximal end of the guide wire body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during the procedure, the guide doubles.